Manufacturer narrative:
.

Event description:
Patient underwent prophylactic generator replacement on (B)(6) 2015. The explanted generator was received on (B)(6) 2015. Analysis is underway but has not been completed yet.

Event description:
The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The battery (2.860 v) shows an ifi=no condition. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received for generator replacement. Notes dated (B)(6) 2014 indicate that the vns was tested and found to be functioning appropriately. Notes dated (B)(6) 2015 indicate that the patient's seizures have increased in the past few months. Interrogation of the vns showed that the generator had 20% battery left. The physician suspected that the low battery might be related to the patient's increased seizure activity and referred patient for generator replacement. Vns settings were adjusted to further improve seizure control. Diagnostics results were within normal limits. Additional information was received that the patient¿s seizures began increasing since (B)(6) 2015. There were no changes to medication or vns settings or other external factors which preceded the onset of the increase in seizures. No device issues are suspected to have caused the increase in seizures. No known surgical intervention has occurred to date.